Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown comprehensive reverse head, unknown, unknown, unknown comprehensive reverse stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02317, 0001825034 - 2018 - 02316.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. The patient is allergic to nickel. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.